Event description:
It was reported that the pt has not wanted to wear his processor for the last few months. The pt is bi-laterally implanted. The left side measurements previously indicated a short circuit on channels 3 and 4 with channels 2 and 5 reading hi, but today results also indicate channels 1 and 11 to be hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.